Event description:
It was reported that during a shunt percutaneous transluminal angioplasty (pta), balloon rupture and detachment occurred. The 90% stenosed target lesion was located in the severely tortuous, severely calcified left forearm shunt. The physician advanced a 5.0 x 40mm x 40cm mustang balloon catheter through a 5f non bsc introducer sheath to the lesion, and inflated three times (1st to 10atm, 2nd to 20atm) the balloon ruptured on the third inflation at 24atm. The balloon could not be removed through the 5f non bsc introducer sheath successfully, balloon detached upon removal. The procedure was completed with this device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a shunt percutaneous transluminal angioplasty (pta), balloon rupture and detachment occurred. The 90% stenosed target lesion was located in the severely tortuous, severely calcified left forearm shunt. The physician advanced a 5.0 x 40mm x 40cm mustang balloon catheter through a 5f non bsc introducer sheath to the lesion, and inflated three times(1st to 10atm, 2nd to 20atm) the balloon ruptured on the third inflation at 24atm. The balloon could not be removed through the 5f non bsc introducer sheath successfully, balloon detached upon removal. The procedure was completed with this device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned in two pieces. A visual examination of the device noted that the distal tip and distal portion of the balloon were detached from the device. The balloon was torn circumferentially 22mm from the proximal bond. The distal markerband was loose on lumen. The distal end of the lumen was stretched and damaged. The proximal markerband remained intact. The sheath was returned with device and remained on shaft. The shaft of sheath was damaged/kinked along its length. No other damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).